Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, cloudy effluent, vomiting, and nausea. The cause of the peritonitis was reported to be tuberculosis. On the same date as onset, the patient was hospitalized for the event and began treatment with intraperitoneal cefazoline and intraperitoneal fortum (1 gram of each once a day for three days). Upon discontinuation of cefazoline and fortum, the patient began treatment with intraperitoneal imipenem .5 and intraperitoneal ciprobay .2 (2 jars of each; frequency not reported). After nine days, antibiotic treatment was discontinued. Two days later, dianeal therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient had not yet recovered from the peritonitis event. Additional information is not available at this time.